Event description:
Per the hcp (healthcare personnel) the device gave inappropriate therapy due to possible under sensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).